Event description:
Bilateral marked bleed/rupture. A 48 yr old wg6p6 female status post bilateral subglandular intra gels for augmentation 2/72. Pt had early encapsulotomy but increasing pain on right times 2yrs. Right droopier bilateral decrease in size with history of trauma (was in mva a yr ago-wearing belt but pt doesn't remember breast trauma) positive systemic complaints including arthralgias/myalgias, parathesias, fatigue, fever, sweats, headaches, neurocognitive problems, sicca, hair loss, rashes, raymonds, sob, gi/gu problems etc.. Otherwise healthy nonsmoker exam positive bilateral iii contractures left greater than right, ptosis, tenderness with adopathy thyroid tender borderline 3/8/95. Right side patch teardrops with marked bleed left greater than right with post tear marked cloud min yell mod capsules 290 gm.